Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The capture threshold had also increased. The lead was capped and replaced.